Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited low out-of-range (oor) pacing lead impedance (pli) measurement of less than 200 ohms along with inappropriate shock due to noise. Additional information indicated that this patient had subclavian crush which the physician suspected. The field representative believed that the cause was not conclusively identified through x-ray or fluoroscopy. The inappropriate shock did not lead to therapy exhaustion. This crt-d was explanted and will be returned and the rv lead was surgically abandoned in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.